Event description:
It is reported that the hosp employee injured her shoulder while lifting the tray, which resulted in the employee being treated with a sling for an extended period of time. It is alleged that the weight of the tray was heavier than the maximum allowable weight.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.